Event description:
Hospitalized since (B)(6) 2018 with an abscess which is being drained. Dose or amount: 1 unk - unknown, frequency: 3 times a day. Therapy date: (B)(6) 2018. Reason for use: oral mucositis.